Manufacturer narrative:
Company representatives were onsite; they re-flashed controller firmware and recalibrated the system to improve the flap optical offset. The system was tested and verified to meet specifications prior to departure. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the controller firmware (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the laser cut the corneal flap thinner than programmed. No other details were provided. Additional information has been requested.